Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of death is unknown. Exact date of event is unknown. The main component of the system. Other relevant device(s) are: enlw1610c93e, sn (B)(4), expiration date: 2014-04-13, (B)(4). Enlw1620c124e, sn (B)(4), expiration date: 2014-05-08, (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient expired on an unknown date of an unknown cause. No additional clinical sequelae were reported.